Manufacturer narrative:
As of today, available evidence indicates that this lead remains in service. No additional information is available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that the local field representative followed up with the patient's clinic. The blue wires that the patient was seeing were actually his stitches that had not yet been removed.

Event description:
Boston scientific received information from the patient with this right atrial (ra) lead had two blue wires sticking out of his incision from the implant procedure. Attempts to obtain additional information have been unsuccessful. No adverse patient effects have been reported.